Event description:
Home pt reported finding sponges, appearing to be dry in the minicaps. Per home pt, the sponges appeared slightly brownish in color. Per home pt no pt injury associated with this incident.